Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The territory manager reported to olympus, the video system center received a b30 scope communication error. It was reported that the issue occurred with three different scopes. The issue was temporarily resolved after the customer powered off the video system center, but the issue persisted with another scope connected. The issue was found during preparation for use. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, it¿s likely the b30 communication failure occurred due to foreign material or moisture that adhered to the electrical contacts. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.